Manufacturer narrative:
The device was not returned for analysis. An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was successfully implanted at a depth of 3mm. Prior to implant, the patients native valve was very calcified as well as there was calcium in the lvot. Pre-procedure, the patient was noted to have sinus bradycardia, and post-procedurally was found to be in heart block. On (B)(6) 2025, a pacemaker was implanted. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve was successfully implanted at a depth of 3mm. Prior to implant, the patients native valve was very calcified as well as there was calcium in the lvot. Pre-procedure, the patient was noted to have sinus bradycardia, and post-procedurally was found to be in heart block. On (B)(6) 2025, a pacemaker was implanted. The patient is stable.